Event description:
It was reported that the lead exhibited high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an intermittent short circuit between the lead coils that was caused by damaged distal insulation. The proximal and distal insulations were cut/damaged and are not a result of deficiency in material or workmanship.